Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had non-sustained right ventricular oversensing noted. Post-paced t-wave oversensing was suspected. Programming change was made. The patient had no consequences due to the event.